Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that, while doing a procedure, the system displayed a 'stator not on' error message and shut down. There was no patient injury or death reported.